Event description:
Physician and staff noted that the coagulation cycle seemed to be shorter than usual, but surgically seemed to be working. It was noted that surgeon had to repeat twice on one ligament. Then when trying to cut another ligament, the coag cycle did not result in coagulation and the patient began to bleed once the cut occurred. The surgeon had to change to a different surgical approach to control the bleeding and complete the surgery. The control setting was at 35 (normal) but had been adjusted up to 45 during case.====================== manufacturer response for esu, g400======================company rep. Was present in the room.